Event description:
Nsk america received a report that a model z95l handpiece overheated abnormally during a dental procedure and the patient received a thermal burn injury to their lip. The date the adverse event occurred, patient information, and patient status is unknown at the time of this report and nsk america is in the process of collecting this information. A follow-up report will be made if this information is available.